Event description:
A company representative reported that the tulip of a xia serrato polyaxial screw disengaged intra-operatively. The procedure was completed successfully with no surgical delay. A review of product history indicates there have been reports of death or serious injury resulting from similar events with this device. Therefore, this event will be reportable to the FDA as a malfunction. This record has been assessed per qsd-1265 for necessity of country assessment records.